Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was inserted without difficulty, inflated and sutured in place. When started working on hemi laryngectomy, leak was noticed with anesthesia gas. Placed new tube after noticing that cuff would not inflate. After inserting the second tube, cuff would not inflate either because of small hole. Third cuff was inflated without difficulty and no leak.